Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of removal issue is determined to be use issue because of excessive force used during tightening of perclose. The pump passed all the post sterile inspection checks.

Event description:
The complaints team received a loqi database reported upon adverse event of impella site right femoral hematoma. The relationship is listed as "possibly" related. Post cath, site oozed with hematoma. Site was injected with epinephrine and lidocaine. Hematoma was reduced and resolved upon discharge additionally, it was noted that the impella was weaned without issue and explanted. However, 1 perclose broken during tightening during procedure. Hemostasis was achieved with single perclose, angioseal, manual compression. Groin clean dry and intact no issues.

Manufacturer narrative:
Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows for the impella cp with smartassist system: section general patient care considerations - ¿assess access site for bleeding and hematoma.¿ section entering cardiac output use of the repositioning sheath and peel-away introducer - ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).